Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the hemodialysis catheter was introduced. However, when the guide wire was removed, it got stuck, unrolling all the wire, and it was necessary to remove the catheter with the wire, which was all rolled up and deformed. The catheter was not repaired and no leak. There was no reported patient outcome.